Manufacturer narrative:
H6: device codes: corrected. E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section noted a kink at the port exchange. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the shaft was damaged/push rod broke. The procedure was completed with another of the same device. No patient complications reported. It was further reported that shaft was damage meant the shaft was kinked, and the device was removed by simply pulling it out.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the shaft was damaged/push rod broke. The procedure was completed with another of the same device. No patient complications reported. It was further reported that shaft was damage meant the shaft was kinked, and the device was removed by simply pulling it out.

Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the shaft was damaged/push rod broke. The procedure was completed with another of the same device. No patient complications reported.